Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The device p-cap or test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Device passed the rewind test, prime or seating test, basic occlusion test, force sensor test and self test. Unable to verify absence of occlusion anomaly due to physical damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump did not recognize insulin flow blockage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.